Event description:
Customer reported to beckman coulter, inc. (Bci) that an erroneously high troponin (accu-tni) result was obtained on the unicel dxc 600i instrument. The customer re-ran the pt sample and the accu-tni result was within the expected range. The results were not reported out of the laboratory. There is no report of any adverse event or serious injury related to this event and there was no change to pt treatment.

Manufacturer narrative:
A field service engineer (fse) performed a system check on the instrument and found that the instrument met specifications. Additionally, it was found that three levels of quality control (qc) checks were performed the day of the event and they all recovered within the customer's established ranges. No clear root cause for this event could be identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.